Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the catheter had difficulty slitting, was observed to be kinked, and the left ventricular (lv) lead dislodged during this process. The lv lead was repositioned and was implanted. No patient complications have been reported as a result of this event.